Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve separation issue occurred. The physician went to remove the dilator from the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small there was a considerable backflow of blood indicating an issue with the hemostatic valve. The sheath was replaced and the procedure continued. No patient consequence was reported. Additional information was received on the event. The physician stated he felt that the valve may have separated slightly but was unsure. The hemostatic valve/brim cap/hub did not become detached from the sheath. Air did not enter the patient¿s body. The issue did not require percutaneous or surgical removal. Blood return was observed and the approximate volume of blood that was lost was 20 ml before they were able to exchange with new a vizigo sheath. Exchanging the sheath, stopped the bleeding. Patient hemodynamics were not compromised due to bleeding. The event was assessed as MDR reportable for a hemostatic valve separation issue.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The device evaluation was completed on 29-may-2022. It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve separation issue occurred. The physician went to remove the dilator from the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small there was a considerable backflow of blood indicating an issue with the hemostatic valve. The sheath was replaced and the procedure continued. No patient consequence was reported. Additional information was received on the event. The physician stated he felt that the valve may have separated slightly but was unsure. The hemostatic valve/brim cap/hub did not become detached from the sheath. Air did not enter the patient¿s body. The issue did not require percutaneous or surgical removal. Blood return was observed and the approximate volume of blood that was lost was 20 ml before they were able to exchange with new a vizigo sheath. Exchanging the sheath, stopped the bleeding. Patient hemodynamics were not compromised due to bleeding. The product was returned to biosense webster for evaluation. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was dislodged inside the hub component. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The stress marks suggest that excessive force or manipulation was applied due to an extreme off axis angle of insertion. Valve dislodgement occurs when extreme off axis angles are performed during insertion with the dilator, outside of what is recommended in the odp (optimal device performance guide). A device history record was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. The odp contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 10-may-2022. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)